Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was inaccurate. No additional information was provided by the customer. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.